Manufacturer narrative:
Analysis of implantable neurostimulator model 37602, sn: (B)(4) found no significant anomalies. The #2 setscrew was tightened all the way.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement, the extension would not plug into the new ins. When the header block was checked, it appeared the ¿interior connector block had popped out on the #1 and #2 side.¿ another new ins was opened and the extension connected without issue. There was no health hazard to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).